Manufacturer narrative:
Device analysis report attached. This report is submitted on may 7, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 for unspecific medical reasons. The patient was re-implanted with another cochlear device during the same surgery.